Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on the investigation analysis on user's data in data management system (dms), there was inherent lag in sensing technology where the sg value caught up to bg entry in 3-4 readings. There was no evidence to suggest any malfunction with the system. No further investigation was found necessary for this complaint.

Event description:
Senseonics was made aware of a hyperglycemia event due to alleged sensor inaccuracies on (B)(6) 2021. User provided the below examples. Example 1: 6:20 pm - (bg - 349 mg/dl) (sg - 235 mg/dl). Example 2: 8:11 pm - (bg - 314 mg/dl) (sg - 217 mg/dl). Since the high alert threshold was set at 250 mg/dl, user did not receive high glucose alerts. Since the user was not symptomatic, they did not require any medical treatment and was able to self treat with insulin.